Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Review of the complaint history identified no other incidents reported for difficulty in removing the gripper line from this lot. A definitive cause for the reported difficulty in removing the gripper line could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the difficult to remove gripper line. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). There was no challenging anatomy noted. After deployment of the first mitraclip, resistance was felt during removal of the gripper line. The clip delivery system (cds) was removed and the resistance with the gripper line resolved. It was possible to remove the gripper line over the steerable guide catheter (sgc). The same issue occurred after deployment of the second mitraclip. Mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.